Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not deliver insulin causing the customer's blood glucose level to elevate to 346 mg/dl. The customer believed the cartridge was at fault; however, no further information was provided. The customer was hospitalized on (B)(6) 2013 with diabetic ketoacidosis, was treated with insulin/intravenous fluid, and was released on (B)(6) 2013.